Event description:
Right hip revision for pain possibly related to cobalt corrosion. Accolade hfx stem and head explanted and replaced with a zimmer wagner stem.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown v40 head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Surgeon sending to (B)(6) lab.